Manufacturer narrative:
(B)(4). The complaint devices are en route to fisher & paykel healthcare (B)(4) for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported that there was a water leak at the connection between the water feed tube and the bag spike of five mr290 autofeed humidification chambers. No patient consequence was reported.